Event description:
It was reported that the treatment with an ak 96 machine was associated with 1.7l excess ultrafiltration (uf) volume. No weight recordings were provided but the uf volume at completion of treatment was 2.2l whereas the uf volume had been set to 0.5l there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the treatment with an ak 96 machine was associated with 1.7l excess ultrafiltration (uf) volume. No weight recordings were provided but the uf volume at completion of treatment was 2.2l whereas the uf volume had been set to 0.5l there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. The qualified technician ran a simulation treatment and performed an ultrafiltration test (uf) which did not identify any abnormalities. The reported condition was not verified. The cause of the condition could not be determined. It cannot be excluded that the reported event was caused by a set up error (wrong uf set given as input). In addition, it is also to be considered that a measure of the deviation of the weight loss of the patient during a dialysis treatment (apart weighing inaccuracy or errors) is affected by multiple sources of error such as missing or inaccurate reporting and food/beverage intake, missing or inaccurate recording of infusion/medicaments given during treatment, clothes inadvertently added or removed before/after the treatment. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.